Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) could not be interrogated and displayed a message indicating that a device fault had occurred. The physician elected to explant the ICD.